Manufacturer narrative:
Received a 22cm segment of catheter lumen with the cuff located 3cm from one end. There is a tear in the lumen at the edge of the cuff retainer-half the circumference of the lumen. The device had been implanted for 1 year 3 months with no reported problems. Dimensional measurements of the ID, od, and wall thickness meet specifications. Manufacturing records could not be reviewed-lot number not available. We are unable to determine the cause or factors which contributed to this event.

Event description:
It was reported that the lumen "split under cuff/whilst in place. Pt on dialysis, profuse bleeding. Line removed" the device was inserted in 2006 and removed in 2007.